Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, a shaft break occurred. Access was obtained through the right femoral artery. The 15cm by 3.5mm target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx). A non-bsc 6fr guide catheter was used with a choice and a non-bsc guidewire to engage the vessel. The lesion was predilated with a 2.5mm balloon and the stenosis was reduced to 50%. There was significant resistance when advancing the taxus liberte 24x3.50mm stent delivery system through the guide. The sds never crossed the lesion and the physician encountered resistance during removal. The shaft of the sds kinked and subsequently broke 30cm behind the proximal end outside the patient. After the sds device was removed separately from the guidewires and the procedure was completed with three new taxus sds. There were no patient complications and the patient's current condition is listed as "stable".

Manufacturer narrative:
Device evaluated by manufacturer- visual examination of the returned stent delivery system (sds) revealed a shaft break. There was a break in the hypotube 22mm distally from the strain relief. The fractured ends of the hypotube were compressed, indicating the fracture occurred at a kink. Microscopic examination of the hypotube material at the fracture site presented no indication that could have contributed to the shaft fracture. The distal end of the sds was inspected under magnification and no damage was noted to the stent or tip. There was blood and contrast visible in the distal and midshaft of the device indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, a shaft break occurred. Access was obtained through the right femoral artery. The 15cm by 3.5mm target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx). A non-bsc 6fr guide catheter was used with a choice and a non-bsc guidewire to engage the vessel. The lesion was predilated with a 2.5mm balloon and the stenosis was reduced to 50%. There was significant resistance when advancing the taxus liberte 24x3.50mm stent delivery system through the guide. The sds never crossed the lesion and the physician encountered resistance during removal. The shaft of the sds kinked and subsequently broke 30cm behind the proximal end outside the patient. After the sds device was removed separately from the guidewires and the procedure was completed with three new taxus sds. There were no patient complications and the patient's current condition is listed as "stable".

Manufacturer narrative:
(B)(4)